Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation. Upon lead examination, lead fracture and high impedance issue was observed. Patient denies any traumas. Lead was explanted, and a new lead was implanted. Effective therapy was restored post procedure and there were no complications during the procedure. Patient was stable.